Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) bolus express, act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms due to unresponsive button.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had press act button harder in order to respond. Customer's blood glucose level was unknown. Customer also states insulin pump had no delivery alarm and rejected new battery. Customer also states insulin pump had diminished battery life. The insulin pump will not be returned for analysis.